Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the medstation and found that it was not in disconnected mode. The technical support specialist (tss) dialed into the server and checked the synchronization information, confirming that there were no upload errors and that the station was communicating with the server. The tss also checked another station and found no upload errors there as well, confirming that it was communicating properly with the server. The system functioned as intended when the technical support specialist assessed the device.